Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the oxygen (o2) sensor in an 840 ventilator was cracked. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the 02 sensor. The unit passed extended self-testing.